Event description:
The customer reports that during "care check up", a small green piece of plastic was found inside the device at the "window site" (fenestration). "The screwing ring was broken." There is no report of patient involvement or harm. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4). Several attempts to obtain more information have been unsuccessful.